Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was admitted to the hospital in (B)(6) 2015. Customer cause of low glucose was he bolus for a meal and did not eat. Customer was offered to speak with the helpline but declined.